Event description:
In 2008, the pt reported he received an occlusion alarm on his insulin infusion device. He stated, he had an elevated blood glucose reading of 270 mg/dl with his typical reading for this time being 150 mg/dl. He said he tried to treat his reading by giving himself a bolus of insulin through his device but received the occlusion alarm. The pt stated, he disconnected from his infusion headset and was able to bolus insulin without error. He said, he changed his infusion set earlier today. The pt was instructed to disconnect from his device and remove his headset. The pt discovered there was a small crease in the cannula of his headset. The pt inserted a new headset and successfully bolused. On follow up with the pt on four days later, he stated his reading improved after changing his headset and he has not received another occlusion alarm. He stated he discarded the infusion set at issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.